Manufacturer narrative:
A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event of balloon leakage were identified. There was one event of difficulty to withdrawal system with valve through the esheath, investigation results indicated that procedural factors are likely related to the complaint event. The returned device was visually examined, and the following was observed: kink in balloon shaft, likely due to the packaging, balloon was inflated, and a leak was observed from a pinhole on the joint area between the balloon shaft and crimp balloon, some residual fluid remains in balloon, and esheath was damaged/torn, which is consistent with reported withdrawal difficulty. X ray showed defects in the inner flex shaft structure, suggestive of uneven metal edge. Flex shaft revealed indentations due to potential interactions with the proximal flex shaft defect. Of note, the second defect (yellow circle) was located too distal along the flex shaft for being able to come in contact with retracted crimp balloon. Double wall thickness measurements of the crimp balloon were taken, and measured components were within specifications. 3mensio was provided and the following was observed: presence of tortuosity anatomy. Presence of calcium at access vessel. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon leak and difficulty to withdraw system through esheath were confirmed based on returned device evaluation. During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de airing, suggesting that there was no issue with the device when removed from packaging. As reported, 'during procedure, no alignment difficulties were noted and it was performed in a straight section of the aorta. However, when insufflating the commander delivery system balloon for deployment, the balloon ruptured and it never expanded when inflating. It was decided to remove the commander with the valve and place a new system. Difficulties removing the commander delivery system through the esheath were felt as it was obstructed by the balloon and did not allow the retraction.' . During product evaluation, a pin hole was noted at the joint area between the balloon shaft and crimp balloon. Moreover, the inner flex shaft was found to have some degree of damage, suggestive of exposed/uneven metal/braid on braided section of the inner flex shaft. While no valve alignment difficulty was reported, 3mensio revealed tortuosity in the abdominal/descending aorta, which could have caused non coaxial interactions between the inner flex shaft and the crimp balloon traveling back and forth during valve alignment steps. This could have promoted leakage on crimp balloon via excessive manipulations by creating defects in the shaft braiding and subsequent damage to the crimp balloon. As such, available information suggests that procedural factors (excessive force/manipulation) and patient factors (tortuosity) may have contributed to the reported event. However, a definite root cause is unable to be determined. The provided 3 mensio revealed tortuosity present in the patient's access vessel. Tortuosity can create sub-optimal angles that can lead to non axial alignment of the delivery system with the sheath during withdrawal. Moreover, the device was returned with residual fluid remaining in the balloon. The altered balloon profile could lead to interaction with distal end of sheath tip, leading to the experienced retrieval difficulty. Although a definitive root cause was unable to be determined, available information suggests that patient factors (tortuosity) and/procedural factors (non coaxial withdrawal, residual fluid on balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards columbia affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, the commander delivery system balloon 'ruptured' during deployment. Per report, the balloon never expanded during inflation. The decision was made to remove the commander delivery system and valve, and place a new system. Upon removal of the commander delivery system, there was difficulty in passing it through the esheath due to the balloon obstructing and not allowing retraction. The entire system was removed expanding the initial incision. A new introducer, commander delivery system, and valve was inserted, and the valve was successfully deployed. Per report, the perceived root cause was due to anatomical factors. The patient outcome post procedure was stable.

Event description:
As reported by an edwards columbia affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, during inflation of the commander delivery system balloon for valve deployment, the balloon did not expand. It was decided to remove the delivery system and valve and replace with a new system. However, upon removal of the devices, there were difficulties withdrawing the commander delivery system through the esheath due to obstruction by the balloon. The entire system was removed as a unit with the esheath, and by expanding the initial incision site with a scalpel. A new system was prepped and used to complete the procedure. The valve was implanted in the intended position with paravalvular leak noted. Post dilatation was performed to address the paravalvular leak, and a posterior hematoma was observed on echo. Surgery intervention and compression was performed to treat the hematoma. The patient was stable post procedure. On post operative day 1, the patient presented with left bundle branch block, and a temporary pacemaker was implanted on post operative day 8. On pod10, the patient passed away due to general systemic failure. Per pre-decontamination evaluation observations, leakage of the commander delivery system balloon was observed on balloon shaft during inflation.

Manufacturer narrative:
Please note that this is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-14978 for the reported heart block with an unexpected medical intervention. Please reference manufacturing report number 2015691-2023-14977 for the reported hematoma and death.